Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, after phacoemulsification, prior iol implantation, when try to inject the lens, nurse found one side optic was bent. The surgery was completed with new iol and new company injector. The lens was not contacted or inserted into patient¿s eye.

Manufacturer narrative:
Corrected information provided in h.11. Correction: in initial MDR the product clareon monarch IV iol delivery system, injector submitted erroneously. The product has been deleted. Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned positioned incorrectly (posterior surface up) in the lens case in the opened peel pouch inside the lens carton. Viscoelastic was dried on the lens. One haptic was bent in the gusset and distal areas. The optic was smashed on the anterior edge. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge and handpiece, and non qualified viscoelastic were used. The optic edge was smashed. The root cause may be related to a failure to follow the instructions for use (IFU). A non qualified viscoelastic were used. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.